Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation the right ventricular lead exhibited high pacing impedance and was unable to capture. On (B)(6) 2017, the lead was capped and replaced. Patient was stable and did well during and after the procedure.